Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Healthcare professional reports right side pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reports right side pain and capsular contracture (grade iii). Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified deformation, wear abrasion and creases on the shell. A weight test verified the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Additional information: d.10, g.1, h.3, h.6.

Event description:
Healthcare professional reports right side pain. Device has been explanted.